Event description:
A tech reported that during a glaucoma filtration surgery, the shunt did not released from the delivery system. A back-up shunt was used to complete the procedure and there was no pt impact.

Manufacturer narrative:
The sample was not returned for analysis. The device history record (DHR) for the batch was reviewed and no abnormalities were found. The product was released according to release criteria. No other complaints were reported in the lot. (B)(4).